Event description:
The power does not turn on even after replacing the pad-pak. There was no patient involved in this event.

Event description:
The power does not turn on even after replacing the pad-pak. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-paks were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2016. Upon receipt, the device could not be powered on with any pad-pak. The fault was attributed to moisture within the device, which had led to severe corrosion and subsequent damage to most tracks of the membrane tail, including track 13(on_button). This had led to an open circuit on this line, resulting in the device failing to power on. The fault could not be replicated with a good membrane fitted. This would confirm the corrosion on the membrane tail had resulted in the observed failure. Furthermore, the returned pad-pak (lot c0022) was depleted beyond any use. The corrosion had led to multiple measurable faults on the membrane tail, including partial short circuits on the status led lines. This would have led to an excess current drain on the device and the depletion of the returned pad-pak. It was also noted that the +ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Despite being unable to replicate the low battery warnings observed in the device memory, measurements taken during the investigation confirmed the failure of the pogo pin. This would have resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations which may have contributed to the low battery fails. The moisture and severe corrosion within the device alongside the corrosion on the screws and usb contact collars would all indicate the device had been stored outside of the indicated conditions. This may have contributed to the failure of the pogo pin. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.